Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post chest compressions from code, the right ventricular lead exhibited r-wave amplitude variation and increased capture threshold. It was noted that the code was not device related and there was no allegation of loss of therapy from the physician. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.